Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced pocket stimulation. Loss of capture at maximum outputs was also noted. An x-ray was performed which confirm the lead was dislodged and was in the pocket. The device was programmed to right ventricular (rv) only pacing and lv outputs were lowered. No adverse patient effects were reported.